Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the clip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report tissue damage. It was reported that this was a combination mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 and degenerative tricuspid regurgitation (tr) with a grade of 4. Two clips were successfully deployed in the mitral valve, reducing mr to 1. The xtr clip delivery system (cds) was advanced to the tricuspid valve; however, it was not possible to grasp the leaflets. The clip was not implanted and the cds was removed. After removal, a chordal rupture was observed by the septal leaflet. Additional treatment was not performed. No clips were implanted on the tricuspid valve, and the tr remained at 4. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no indication to indicate of a lot specific product issue. It should be noted that the mitraclip system instructions for use (IFU) states: the mitraclip system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr). All available information was investigated and the reported failure to adhere/bond (leaflet grasping) was likely the result of using the mitraclip in the tricuspid valve and the clip was not able to grasp the leaflets due to the gap, resulting in leaflet damage. The reported patient effect of mitral valve tissue damage is listed in the IFU as a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.